Event description:
It was reported that during a percutaneous coronary intervention, shaft fracture occurred. The 3.0x38mm taxus liberte was advanced to an unspecified lesion but physician was unable to cross the lesion. Upon removal of the device the shaft fractured. The device was successfully removed from the patient. The procedure was completed with another of the same device. No patient complications were reported. Patient status reported as fine. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus liberte stent delivery system (sds) with no original packaging. The balloon was tightly folded with the stent between the markerbands. The hypotube was fractured 36 cm from the hub. The hypotube was kinked 2 cm distal of the separation. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). There was no other damage to the device. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, shaft fracture occurred. The 3.0x38mm taxus liberte was advanced to an unspecified lesion but physician was unable to cross the lesion. Upon removal of the device the shaft fractured. The device was successfully removed from the patient. The procedure was completed with another of the same device. No patient complications were reported. Patient status reported as fine. Additional information has been requested and is not available.